Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned and replaced. The lead had been damaged previously during an unrelated coronary artery bypass grafting procedure. No additional adverse patient effects were reported.